Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8645726) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31253146) could not advance any more. The physician tried to retract the stent, the stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter (mc) from the patient, and found the stent body was stuck in the microcatheter. The physician switched to new devices to complete the surgery. The surgery was prolonged about 10 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One of the photos that accompanied the complaint file shows the proximal portion of the microcatheter and the involved stent was noted to be detached inside of the hub. The rest of the device was noted to be cut off, and was not observed in the photo and cannot be evaluated. No damages were observed in the hub. A manufacturing record evaluation was performed for the finished device 31253146 number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a stent being stuck in the microcatheter was confirmed since the stent was noted to be stuck in the microcatheter. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The medical imaging received was reviewed by cerenovus sr. Medical affairs director (neurointerventionalist), on (B)(6) 2024. The assessment reads as follows: ¿there is a clear description of the case and the narrative is supported by the single image provided. The image shows the separation of the stent from the pusherwire. The reason for the separation is not clear from the image and review of the device upon returning may bring a root cause to light. One reason could be that the microcatheter used is of a larger size than required for the delivery of the enterprise ii.¿ missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Corrected date: section d9: device available for evaluation? Was updated to "no". Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8645726) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31253146) could not advance any more. The physician tried to retract the stent, the stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter (mc) from the patient and found the stent body was stuck in the microcatheter. The physician switched to new devices to complete the surgery. The surgery was prolonged about 10 minutes. No additional information is available. The medical imaging received was reviewed by cerenovus sr. Medical affairs director and the assessment reads as follows: ¿there is a clear description of the case and the narrative is supported by the single image provided. The image shows the separation of the stent from the pusherwire. The reason for the separation is not clear from the image and review of the device upon returning may bring a root cause to light. One reason could be that the microcatheter used is of a larger size than required for the delivery of the enterprise ii.¿ one of the photos that accompanied the complaint file shows the proximal portion of the microcatheter and the involved stent was noted to be detached inside of the hub. The rest of the device was noted to be cut off, and was not observed in the photo and cannot be evaluated. No damages were observed in the hub. The device was not received for analysis; therefore, no product investigation can be performed. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.